Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The shaft of the taxus express2 3.0x24mm drug eluting stent separated. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.